Manufacturer narrative:
(B)(6).

Event description:
It was reported that fast-fix 360 second t did not triggered. T1 was removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.